Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin (1gm, intraperitoneal, every 3rd day) and ceftazidime (1gm, intraperitoneal, once daily) for peritonitis. Pd therapy is ongoing. At the time of this report, the patient was recovering from abdominal pain and cloudy pd effluent. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.